Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6)2023, the patient reported that the infusion set cannula was kinked within 3 hours of insertion at abdomen, which caused the patient blood glucose levels to high, therefore patient had changed the cart and infusion. The patient changed soft cannula infusion set only and resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available